Event description:
Philips received a complaint by the customer on the v60 indicating while servicing the device it was observed after replacing a flow sensor assembly, the device was getting error code 110b proximal pressure sensor autozero failed alarmed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has a v60 and he is getting a proximal pressure sensor autozero failed alarmed. He verified there is a code 110b in the significant log. The customer checked the solenoid pins for proper alignment and confirmed they were in properly. He decided to try the old flow sensor that was taken out of unit and it ran for over 30 minutes without any issues. He believes it was the new flow sensor assembly that was an out of box failure. He will work on the replacement flow sensor assembly. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.